Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient was taken to the emergency room and diagnosed with staph infection. It was also reported that the site was red and that there was a lump. The patient was treated with doxycycline (100mg tablet twice daily). The blood glucose levels reached 400 mg/dl.